Event description:
It was reported that two years post a dialysis catheter placement, the patient allegedly experienced blood leaking out of the exit port. It was further reported that the patient was allegedly hospitalized due to sepsis. Reportedly, the cuff was allegedly found to be damaged, and the blood would come out of the cuff for both the artery side and vein side. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years post a dialysis catheter placement, the patient allegedly experienced blood leaking out of the exit port. It was further reported that the patient was allegedly hospitalized due to sepsis. Reportedly, the cuff was allegedly found to be damaged, and the blood would come out of the cuff for both the artery side and vein side. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19 cm soft cell d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The tissue cuff appeared detached on one end. What appeared to be a partial circumferential break was noted between the catheter body and the tissue cuff. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven, a leak was observed exiting the partial circumferential break at the tissue cuff. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified naturally worn and deformation issue. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The identified break is typical of flexural fatigue. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.